Manufacturer narrative:
Literature citation: sun et. Al. The use of vancomycin-impregnated calcium sulfate in the treatment of osteomyelitis of the jaw, journal of oral and maxillofacial surgery (2016), doi: 10.1016/j.joms.2016.06.178. Patient info: 7 male 5 female mean age 54 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2016 clinical study from sun, et al. Titled "the use of vancomycin-impregnated calcium sulfate in the treatment of osteomyelitis of the jaw", the authors report 2 cases (16.7%) of delayed wound healing in patients who received a synthetic bone graft mixed with vancomycin. The wounds healed after the surgical site was re-sutured under local anesthesia. At 3 months, the panoramic radiograph showed that most of the implants had been reabsorbed and replaced by new bone formation. All the patients in this study had no recurrence of infection at 6 to 18 months (mean 10.8 months) of follow-up.